Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, urinary problems, dyspareunia and other problems. It was reported that the patient underwent the following procedures: eroded mesh on the bladder was removed due to mesh erosion and adherence to the bladder on (B)(6) 2010. On (B)(6) 2011 mesh was removed from the opening of the urethra due to the urethral opening being blocked with mesh. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that patient underwent mesh explant on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urgency, frequency and urge incontinence. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urgency, frequency and urge incontinence.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced urinary retention.